Manufacturer narrative:
Batch review performed on 28 may 2018; lot 154535: (B)(4) items manufactured and released on 01 december 2015. Expiration date: 2020-11-18; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 1 year and 8 months after the previous surgery. The surgeon determined the stem had loosened proximally. A small pedestal formed at the distal end of the stem. The surgeon revised the stem, head and liner. The surgery was completed successfully. Note: second revision surgery for the patient, the first one was due to infection (stem, head and liner replaced) (B)(4).

Manufacturer narrative:
Clinical evaluation reported on 01 june 2018 by medical affairs director: partial hip revision surgery (stem, head and liner) 1 year and 8 months after septic revision. Radiographic images provided show the presence of radiolucent lines in the proximal region and signs of stress shielding suggesting implant mobilization. The stem is not completely seated in the femoral canal and therefore the load pattern is significantly different from the design conditions. The reason of this position cannot be determined on the basis of information received, and there was probably a medical reason for this choice. With such insufficient proximal bone stock a longer stem could have provided better support.